Event description:
It was reported the patient fell, and the fall resulted in the device system being replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3889-28, lot# v224726, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product typ lead. Product ID: 3037, serial# (B)(4), product typ programmer. (B)(4).